Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Additionally, it was reported that an occlusion alarm occurred. Customer cleared the alarm and resumed insulin delivery. It was also reported that resistance was experienced during the fill process. Reportedly, the issue resolved and the customer successfully filled the cartridge. There was no adverse impact to customer's blood glucose level.